Event description:
It was reported that patient underwent primary oxford surgery on an unknown date. Revision procedure was performed on (B)(6) 2012 due to progression lateral oa, loose tibial components, posterior wear and poly impingement.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. This is 2 of 3 reports related to the same event. (See 3002806535-2012-00338/340).